Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a downstream occlusion alarm was unable to be reproduced. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.